Event description:
It was reported that the anchor broke in the pt's shoulder. The surgeon was unable to retrieve the threaded portion of the anchor from the pt. It is unknown how long of a delay issue caused, however a significant delay was not reported. It is unknown how the site was prepared prior to insertion. Customer indicated that the surgery was successfully completed.